Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 251 mg/dl. Insulin did exit with a fixed prime. The caller reported that four cannulas had been bent. The blood glucose had run as high as 400 mg/dl. The caller declined high blood glucose troubleshooting due to the bent cannulas. The caller was advised on proper insertion to avoid bent cannulas. The insulin pump was not replaced or returned for analysis.